Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and would continuously re-initialized. Functional testing and data download was unable to be performed due to the receiver re-initializing. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The data log was downloaded directly from the ui pcba board. A review of the data log did not find any errors. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.